Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd881565, gd881425 and gd880781 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. Treatment rendered was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.